Event description:
It was reported that the lead was difficult to place and the helix took too many turns to advance and then popped out. The lead was not implanted and a new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. Further testing revealed that there was blood/body fluid on the distal conductor (not obstructed), the distal conductor fractured due to overstress, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and the lead appeared damaged at implant.